Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the wash station aspiration was abnormal. The fsr replaced the peristaltic head (rohs) which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 did not identify any trends. A review of tracking and trending for the peristaltic head (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the peristaltic head (rohs) were identified.

Event description:
Abbott received a user report on 12oct2024. The customer observed falsely elevated glucose results generated on the architect c16000 processing module. It was discovered that the wash station aspiration was abnormal and therefore the high concentration peristaltic pump tubing was replaced. The glucose results were not released. The following data was provided: initial glucose result ran on (B)(6) = 22.65 mmol/l (408.11 mg/dl). Repeat glucose result ran on (B)(6) = 6.25 mmol/l (112.61 mg/dl). The customer¿s normal range for glucose is 3.89 to 6.11 mmol/l or 70.09 mg/dl to 110.09 mg/dl. There was no known impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
Abbott received a user report on 12oct2024. The customer observed falsely elevated glucose results generated on the architect (B)(6) processing module. It was discovered that the wash station aspiration was abnormal and therefore the high concentration peristaltic pump tubing was replaced. The glucose results were not released. The following data was provided: initial glucose result ran on (B)(6) = 22.65 mmol/l (408.11 mg/dl) repeat glucose result ran on (B)(6) = 6.25 mmol/l (112.61 mg/dl). The customer¿s normal range for glucose is 3.89 to 6.11 mmol/l or 70.09 mg/dl to 110.09 mg/dl. There was no known impact to patient management or user safety reported.